Manufacturer narrative:
G4:31mar2021. B4:08apr2021. Failure analysis on the returned motor controller board and central processing unit (cpu) board shows that both board were tested and passed bench and cycle testing. No failures were identified. Customer complaint cannot be verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06jan2021.

Event description:
It was reported to philip's remote service engineer (rse) that unit will not power on at all. The customer downloaded the drpt (diagnostic report) and checks codes, found codes consistent with data acquisition (da) printed circuit board assembly (pcba ) analog to digital converter (adc) reference failed and code consistent with central processing unit (cpu) pcba adc failed and code consistent with motor controller (mc) pcba adc failed. The customer verified the 2.5 volt (v) and the 3 v. Verified the cable connection da to mc board. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The manufacturer's field service engineer (fse) visited the customer site and replaced the cpu and mc boards to resolve the reported issue. The customer reloaded options. The unit passed all tests successfully.